Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc could not reviewed the manufacture history (DHR) of the subject device because the model name and serial number were not provided. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc surmised that the reported phenomenon was attributed to wrong reprocessing, insufficient reprocessing and/or insufficient confirmation after reprocessing. Or there was the possibility that the automated endoscope reprocessor had abnormality (failure). If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the nurse that during the unspecified timing, it was found that feces were remained at the distal end of the unspecified olympus colonoscope while the storage of the subject device. The occurrence date of the event is unknown. The nurse stated that before the reprocessing the colonoscope by the unspecified olympus automated endoscope reprocessor, precleaning and manual cleaning were performed appropriately, especially the precleaning was carried out for a long time than usual. There was no confirmation whether the colonoscope was used to patient without noticing above. The nurse doubted that immediately before the reprocessing, the pump of the automated endoscope reprocessor was malfunctioned, it might be caused the insufficient reprocessing. The nurse also stated that the periodical maintenance indicator and the box-shaped indicator of the automated endoscope reprocessor had lit up. The nurse informed olympus customer information center by phone anonymously. Olympus asked the nurse about the nurse's name, the facility name, the detail of the devices (model name) and so on, however the nurse rejected to answer them. There was no report of patient injury associated with the event.